Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the reported positioning failure (leaflet grasping - clip not implanted) appears to be due to challenging anatomy (membranous chord). A cause of the reported unintended movement (clip) could not be determined. The cause of the reported thrombus or tissue injury could not be determined as the identity of the observed object could not be confirmed. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3, d6: dates estimated. D4 - the UDI number is not known as the part and lot numbers were not provided.

Event description:
This is filed to report unintended movement, tissue damage, and thrombus. This article is a retrospective case study designed to evaluate difficult mitraclip placement. Complications identified in the study included: difficult positioning, positioning failure, hospitalization, and surgical intervention. In conclusion, the tentorial chordae tendineae were recognized in the subvalvular region of posterior leaflet even in the intraoperative opinion, and it was compatible with the intraoperative opinion of mitraclip. The postoperative course after mitral valve replacement was uneventful and the patient was discharged home. Details are listed in the article titled, ¿a case of fmr with difficult mitraclip placement due to membranous chord.¿.